Event description:
It was reported that postoperatively, the valve was removed due to thrombosis of the mitral valve resulting in stenosis. Prior to explant, the pt was in pulmonary edema. The valve was replaced with a 29 mm bioprosthesis valve. The pt was reported to be recovering and stable. Pathology indicated no definitive evidence of bacterial or fungal organisms.